Manufacturer narrative:
B3 was updated as additional information was provided. D1 brand name was revised. Investigation was completed. H6 codes were updated. Investigation summary: arrhythmia: the cause of the injury was unable to be determined due to insufficient clinical details. Fluid leak -red or blue handle/plug: the cause of fluid leak -red or blue handle/plug was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 was surgically implanted via the right axillary/subclavian artery in a 64-year-old male patient with cardiomyopathy presenting in scai stage d shock. During support, the patient initially experienced ventricular tachycardia (vt), which was attributed to temporary pump malposition; bedside echocardiography confirmed that the impella was lodged against the papillary muscle and oriented toward the mitral valve. Following repositioning, the arrhythmia resolved, pump flows normalized, and the device continued to function appropriately with no further recurrence of vt. In addition, a purge leak was noted coming from the red plug. The local team was alerted and dispatched to support onsite. A data download and full product return were requested, and a replacement device was requested. At the time of reporting, it was unknown whether the device was removed due to this event. No additional contributing factors beyond the observed leakage were identified. Based on the available information, the earlier arrhythmia was consistent with known risks of impella pump migration and resolved fully with repositioning, indicating no underlying device malfunction. The later purge system leak represents an isolated mechanical interface issue of unclear origin pending device evaluation. There is currently no evidence to suggest a systemic device performance failure. Final assessment will remain pending full product return and analysis.